Event description:
The patient presented to the hospital after syncope episode. Loss of capture was observed. Physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.